Event description:
It was reported that prior to performing a kidney biopsy, the biopsy device inadvertently fired in the pt without trigger button being depressed. The needle had been inserted into the pt prior to being inserted in the driver, the driver was energized with the safety lock in the fire-ready position, and the device fired as the driver door was being closed. The needle was removed from the pt and a new driver and needle were used to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
The serial number for the device has been provided and the device history records are being reviewed. The device has been returned and the investigation is currently underway.